Manufacturer narrative:
B3: estimated date. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the patient had the device implanted (B)(6) 2025. The patient suspects there is an issue with the valve causing a half erection condition after deflation procedure. When the tubes are squeezed and the spool valve is held down to evacuate to a minimum condition, then releasing the spool valve, within ten minutes, the tubes have refilled to a half erection.